Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing squeaking noise when patient moves.

Manufacturer narrative:
This follow up report is being filed to relay additional and corrected information. Concomitant medical product: item: 00-8777-048-03, bioloxâ® option hd/adpt, 12/14, 48 x +3.5, lot: 2720517; item: 00-8777-048-04, bioloxâ® option hd/adpt, 12/14, 48 x +7, lot: 2660867.

Manufacturer narrative:
This follow up report is being filed to relay corrected information.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. Device history review shows no anomalies or deviations that would have affected the surgical outcome or contributed to the reported event. Inspection documentation shows all devices that were inspected met specifications. The device was used for treatment. Surgical notes were not provided. A definitive root cause cannot be determined with the information provided.